Manufacturer narrative:
The reported glidescope avl video baton 3-4 was returned to verathon for evaluation along with the glidescope video monitor (gvm) used during the reported procedure. A verathon technical service representative evaluated the returned glidescope avl video baton 3-4 and confirmed that the reported issue of "loose contact" was producing an intermittent loss of image when tested. The camera image quality test was performed for the video baton and failed. The verathon technical service representative next evaluated the glidescope video monitor (gvm) that was also returned for evaluation. The verathon technical service representative reported finding cosmetic damage and a monitor battery that they recommended replacing but determined the glidescope video monitor (gvm) did not cause or contribute to the intermittent loss of image. The camera image quality test was performed for the video monitor and passed. The intermittent loss of image was isolated to just the glidescope avl video baton 3-4. The customer was notified of the evaluation findings, and the customer declined replacing their glidescope avl video baton 3-4 but did authorize the recommended repairs to their glidescope video monitor (gvm). Upon completion of the evaluation the glidescope avl video baton 3-4 was returned as-is to the customer per their request along with their serviced glidescope video monitor (gvm). Upon review of the device history for the glidescope avl video baton 3-4 serial number (B)(4), which the intermittent loss of image was isolated to, it was determined that the glidescope avl video baton 3-4 was manufactured on november 09, 2017 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). It is likely that the age of the device four (4) years and four (4) months, may have caused or contributed to the reported event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was an intermittent "loose contact." No delay in the procedure, use of a backup device, or harm to the patient or user was reported.